Event description:
The physician uneventfully deployed three coils in the target lesion in the right iliac artery. As the subject device was being repositioned the coil prematurely detached. The subject device was removed with the microcatheter as one unit. The procedure was successfully completed using other coils. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Event description:
The physician uneventfully deployed three coils in the target lesion in the right iliac artery. As the subject device was being repositioned the coil prematurely detached. The subject device was removed with the microcatheter as one unit. The procedure was successfully completed using other coils. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the coil was separated from the pusher wire. The majority of the coil was protruding from the distal end of the guiding catheter but could not be removed as it was jammed due to the presence of dried blood. The distal end of the pusher wire was excessively damaged which is indicative of excess force was used. There was blood resent in the guiding catheter which is indicative of the rotating hemostasis valve (rhv) may not have been sufficient tightened. Further microscopic examination revealed that the distal end of the pusher where the coil had separated was damaged. The distal tip of the coil was intact. The physician stated that intermittent flush had been maintained during the procedure, which was supported by the presence of blood within the catheter. Insufficient flush can lead to friction which can result in the reported difficulties removing the coil from the catheter and the subsequent premature detachment. The directions for use (dfu) state: "to achieve optimal performance of the matrix2 detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained." Therefore, based on the investigation and information provided, it was concluded that use/user error was the most probable cause for the reported event.